Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical trial, was admitted on (B)(6) 2020 due to wound dehiscence and infection which was moderate in severity. On (B)(6) 2020 the patient underwent dbs site wound primary closure and was treated with medication. A culture was taken and it revealed staphylococcus infection. The patient was discharged on (B)(6) 2020. On (B)(6) 2020, pus was noted at the would site which was moderate in severity. On (B)(6) 2020, the patient was admitted and underwent wound dressing. Another culture was taken and the area was treated with medication. The patient was discharged on (B)(6) 2020. The results of the second culture are not available. On (B)(6) 2020, the patient was admitted due to the wound infection which was moderate in severity. The patient was again treated with medication. The event remains not recovered and not resolved. The event was assessed as having a causal relationship to the procedure and a possible relationship to the device, and not related to the stimulation. Additional information was received that the admission was due an infection at the lead site. On (B)(6) 2020 would debridement was of he left lead site and the patient was treated with antibiotics. The patient was prescribed antibiotics on (B)(6) 2020 when admitted. A blood culture on (B)(6) 2020 revealed a staphylococcus infection and the patient was treated with medication. Additional information was received that during on (B)(6) 2020 hospital stay the patient was treated with antibiotics and was discharged on (B)(6) 2020.

Manufacturer narrative:
Field a2: date of birth: 1967, exact date is unknown.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical trial, was admitted on (B)(6) 2020 due to wound dehiscence and infection which was moderate in severity. On (B)(6) 2020 the patient underwent dbs site wound primary closure and was treated with medication. A culture was taken and it revealed staphylococcus infection. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 pus was noted at the would site which was moderate in severity. On (B)(6) 2020 the patient was admitted and underwent wound dressing. Another culture was taken and the area was treated with medication. The patient was discharged on (B)(6) 2020. The results of the second culture are not available. On (B)(6) 2020 the patient was admitted due to the wound infection which was moderate in severity. The patient was again treated with medication. The event remains not recovered and not resolved. The event was assessed as having a causal relationship to the procedure and a possible relationship to the device, and not related to the stimulation. Additional information was received that the admission was due an infection at the lead site. The (B)(6) 2020 would debridement was of he left lead site and the patient was treated with antibiotics. The patient was prescribed antibiotics on (B)(6) 2020 when admitted. A blood culture on (B)(6) 2020 revealed a staphylococcus infection and the patient was treated with medication. Additional information was received that during the (B)(6) 2020 hospital stay the patient was treated with antibiotics and was discharged on (B)(6) 2020. Additional information was received that the event of (B)(6) 2020 is recovering and resolving.

Manufacturer narrative:
Date of birth: (B)(6), exact date is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7072985, 7072932.

Event description:
It was reported that the patient, who is enrolled in the (B)(6) trial, was admitted on (B)(6) 2020 due to wound dehiscence and infection which was moderate in severity. On (B)(6) 2020 the patient underwent dbs site wound primary closure and was treated with medication. A culture was taken and it revealed staphylococcus infection. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 pus was noted at the would site which was moderate in severity. On (B)(6) 2020 the patient was admitted and underwent wound dressing. Another culture was taken and the area was treated with medication. The patient was discharged on (B)(6) 2020. The results of the second culture are not available. On (B)(6) 2020 the patient was admitted due to the wound infection which was moderate in severity. The patient was again treated with medication. The event remains not recovered and not resolved. The event was assessed as having a causal relationship to the procedure and a possible relationship to the device, and not related to the stimulation.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical trial, was admitted on (B)(6) 2020 due to wound dehiscence and infection which was moderate in severity. On (B)(6) 2020 the patient underwent dbs site wound primary closure and was treated with medication. A culture was taken and it revealed staphylococcus infection. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 pus was noted at the would site which was moderate in severity. On (B)(6) 2020 the patient was admitted and underwent wound dressing. Another culture was taken and the area was treated with medication. The patient was discharged on (B)(6) 2020. The results of the second culture are not available. On (B)(6) 2020 the patient was admitted due to the wound infection which was moderate in severity. The patient was again treated with medication. The event remains not recovered and not resolved. The event was assessed as having a causal relationship to the procedure and a possible relationship to the device, and not related to the stimulation. Additional information was received that the admission was due an infection at the lead site. The (B)(6) 2020 would debridement was of he left lead site and the patient was treated with antibiotics. The patient was prescribed antibiotics on (B)(6) 2020 when admitted. A blood culture on (B)(6) 2020 revealed a staphylococcus infection and the patient was treated with medication.